Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt100 adult dual heated breathing circuit was returned to fph in (B)(4) for evaluation where it was visually inspected. Results: visual inspection revealed a hole in the dryline. Conclusion: based on the investigation conducted, the damage to the rt100 dryline tube could have been caused during the manufacturing process. All dryline tubes are visually inspected and leak tested following production and those that fail are set aside for further inspection. The user instructions that accompany the rt100 adult dual heated breathing circuit state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that an rt100 adult breathing circuit had a hole in the dryline. The event occurred before patient use.